Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. This is an ancillary service event. Initial evaluation verified the increased intra-peritoneal volume (iipv) event through an event history log review. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A service history review was performed with no issues noted that would cause or contribute to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014. During drain cycle three, the home patient (hp) had an ultrafiltration of 1095ml with a fill volume of 1700ml. No additional information is available.